Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. This report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: goodnough h., et al (2019) rates of revision fixation between synthes trochanteric fixation nail (tfn) and trochanteric fixation nail advanced (tfna) in a u.s. Hip fracture database: analysis of 7,979 cases, bone jt surg. Volume 101 (9) , pages 804-811 (USA) this report is being filed after the review of the following journal article: goodnough h., et al (2019) rates of revision fixation between synthes trochanteric fixation nail (tfn) and trochanteric fixation nail advanced (tfna) in a u.s. Hip fracture database: analysis of 7,979 cases, bone jt surg. Volume 101 (9) , pages 804-811 (USA) this retrospective study aims to compare revision rick for tfna to tfn in the treatment of hip fractures. From 2014-2019 ,a total of 7,979 patients undergoing treatment of hip fractures with cmn were included in this study. (N=4007) patients were treated with tfn and (n=3972) patients with tfna. The following complications were reported: cause of revision after surgical repair for hip fracture by cmn type: tfn. 88 all cause, 45 fixation failure, 24 non-union, 15 peri-implant fracture, 3 infection, 46 cut-through/cut out, 9 lateral screw /blade prominence/migration, 2 implant breakage, cause of revision after surgical repair for hip fracture by cmn type: tfna. 82 all cause, 43 fixation failure, 37 non-union, 11 peri-implant fracture, 2 infection, 6 implant breakage. Cause of revision after surgical repair for hip fracture by tfna design: all cause: (n=62) blade and (n=20) screw, cut-through/cut out: 26 blade and 9 screw, 11 lateral screw /blade prominence/migration. This report is for an unknown synthes tfn and tfna. This report is for (1) unk - nail head elements: tfna helical blade. This is report 8 of 10 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. This report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: goodnough h., et al (2019) rates of revision fixation between synthes trochanteric fixation nail (tfn) and trochanteric fixation nail advanced (tfna) in a u.s. Hip fracture database: analysis of 7,979 cases, bone jt surg. Volume 101 (9) , pages 804-811 (USA) this report is being filed after the review of the following journal article: goodnough h., et al (2019) rates of revision fixation between synthes trochanteric fixation nail (tfn) and trochanteric fixation nail advanced (tfna) in a u.s. Hip fracture database: analysis of 7,979 cases, bone jt surg. Volume 101 (9) , pages 804-811 (USA) this retrospective study aims to compare revision rick for tfna to tfn in the treatment of hip fractures. From 2014-2019 ,a total of 7,979 patients undergoing treatment of hip fractures with cmn were included in this study. (N=4007) patients were treated with tfn and (n=3972) patients with tfna. The following complications were reported: cause of revision after surgical repair for hip fracture by cmn type: tfn. 88 all cause, 45 fixation failure, 24 non-union, 15 peri-implant fracture, 3 infection, 46 cut-through/cut out, 9 lateral screw /blade prominence/migration, 2 implant breakage, cause of revision after surgical repair for hip fracture by cmn type: tfna. 82 all cause, 43 fixation failure, 37 non-union, 11 peri-implant fracture, 2 infection, 6 implant breakage. Cause of revision after surgical repair for hip fracture by tfna design: all cause: (n=62) blade and (n=20) screw, cut-through/cut out: 26 blade and 9 screw, 11 lateral screw /blade prominence/migration. This report is for an unknown synthes tfn and tfna. This report is for (1) unk - nail head elements: tfna helical blade. This is report 8 of 10 for complaint (B)(4).